Event description:
It was reported by service report that bed was unable to ascend or descend because hi/low limits were not burned and lifts required calibration. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Hi/low limits. Issue was resolved for the customer by burning in the hi/low limits and verifying the bed was operating to specification.